Event description:
Defect: foreign material plastic. Pt was diagnosed with asthma and croup. Their md prescribed nebulized albuteral bid. Purchased-insurance-pari proneb nebulizer. Pt was having asthma attack, opened nebulizer and found plastic particles in the tubing-from compressor discharge to mask. Also tubing connector was obstructed with broken plastic, making it unusable. Also, medicine reservoir was broken. Luckily, they had saved the tubing and mask from an earlier nebulizer rental, and used it in lieu of the one provided with the pari model. There were no signs of damage on outside of package, which leads them to believe it was undamaged in transit and released without inspection. Contacted the 800 number provided on the package insert. After being run through a series of voice prompts that did not lead to a complaint line they left a message with contact info so pari could contact them for a formal complaint. To date pari has not contacted them, which is why they have lodged this complaint.